Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose was 953 mg/dl. The customer was treated with lantis. Customer stated that there was no leak. Customer stated that there was tiny air bubble in the infusion set tubing. Customer did not allege insulin pump for under delivering. Customer stated that the drive support cap was normal. Customer stated that the cannula was straight. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.